Event description:
It was reported that this left ventricular (lv) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch (lss). Technical services (ts) noted it went out of range due to being programmed to right ventricular and to program back to true bipolar and check the function. Ts discussed the cause was likely clavicular crush however this was not confirmed. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.